Event description:
Following a recent successful redo pulmonary vein isolation procedure, the patient presented with thoracic pain and dyspnea. A chest x-ray revealed evidence of infiltrative changes in left base dd pneumonia with psi and postural thoracic paint with electrocardiographic evidences of pericarditis. It is believed that the pleuropericarditis most likely developed with dressler syndrome after ablation. No intervention was required and the pericarditis resolved without sequelae. There were no performance issues with any abbott devices. The patient has a pre-existing condition of pericarditis.

Event description:
Information received on (B)(6) 2021 indicated a pericardial effusion occurred. The pericardial effusion was caused by the preexisting pericarditis and was treated with a pericardial drain on (B)(6).2020. The effusion was not device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported pericarditis remains unknown.